Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (3014862188-2021-00462, 3: tests 2, 3 of 3). Relates to mw5106073.

Event description:
User reported 3 false positive results. Negative by rapid antigen test and by pcr next day. This is report 1 of 3.

Event description:
User reported 3 false positive results. Negative by rapid antigen test and by pcr next day. This is report 1 of 3.